Manufacturer narrative:
The device was received for analysis. The product analysis was completed and the following was found: one non sterile si brite tip sheath f7 5.5 cm was received in a plastic bag along with the 7f vessel dilator. Per visual analysis the cannula was found separated in two pieces at 3.8cm from cannula distal end as well as the catheter tip was found damaged and frayed/split/torn (see attached pictures) also blood residues were found on csi unit. No other issues were found. The received cannula was inspected under microscope and elongation characteristics were found at the separated edges also the catheter tip was inspected and the frayed/split/torn condition was confirmed. Also sem analysis was performed to the cannula separated condition and to the cannula tip with the following results: results showed that the surroundings areas of the separations found on the cannula and the frayed/split/torn condition found on the cannula tip presented evidence of elongations. Elongation is a common characteristic of pieces which were stretched / pulled until separation also evidence of damages were found on the internal surface of the analyzed cannula. Based on the available evidence, it is possible that a stretching/ pulling and the action of an unknown object could have influenced on the separation of the cannula and tip materials. No other anomalies were observed that could have influenced to the reported event. The csi cannula od and ID were measured near to the damaged and results were found within specification. A review of the manufacturing documentation associated with lot 15978657 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The complaint reported by the customer ¿brite tip/distal tip ¿ separated-in patient¿ was confirmed by the distal section of the cannula was received separated in two pieces and the brite tip was found frayed/split/torn. However the cause of the separation found on the csi cannula and the frayed/split/torn condition found on cannula tip could not be conclusively determined during the analysis. Neither the product analysis nor sem analysis results suggest that these separations are manufacturing related; since sem results showed that the surroundings areas of the separations found on the cannula and the frayed condition found on the cannula tip presented evidence of elongations. Elongation is a common characteristic of pieces which were stretched / pulled until separation and also evidence of damages were found on the internal surface of the analyzed cannula. Therefore no corrective and preventive actions will be taken at this time. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
It was reported by the rep that during a fistuloplasty procedure, the tip of the sheath broke off inside the patient's arm and had to be retrieved proximally further up the arm. A second puncture was done to retrieve the dislodged sheath tip. The procedure was completed with a same/like device. The user was trained on use of the device and the product was stored according to the labelling instructions. It was reported that the event was not an adverse event. One device will be returned.

Manufacturer narrative:
The device is available to be returned for analysis; however, the decontamination site has not yet received the product. A device history record (DHR) review was conducted and the product met quality requirements for product acceptance. Additional information is pending and will be submitted within 30 days upon receipt. Please note that this issue occurred in (B)(6).

Manufacturer narrative:
Torn material. Complaint conclusion: during an interventional procedure, the tip of a 7f brite tip catheter sheath introducer (csi) broke off inside the patient¿s arm. The retained tip was successfully retrieved by creating a vascular second puncture. The event involved a patient undergoing an upper extremity fistuloplasty. The site reported that the sheath is reported to have been stored according to the instructions for use (IFU) and the user was experienced with the use of this device. At some point during the procedure, the sheath is reported to have broken off in the patient¿s arm. The physician was able to retrieve the retained portion by creating a second puncture proximal to the initial puncture. The procedure was completed with another device with no further patient injury. When returned, the distal portion of the sheath was found to be frayed/split/torn. One non sterile si brite tip sheath f7 5.5 cm was received in a plastic bag along with the 7f vessel dilator. Per visual analysis the cannula was found separated in two pieces at 3.8cm from cannula distal end as well as the catheter tip was found damaged and frayed/split/torn also blood residues were found on csi unit. No other issues were found. The received cannula was inspected under microscope and elongation characteristics were found at the separated edges also the catheter tip was inspected and the frayed/split/torn condition was confirmed. Sem analysis was performed to the cannula separated condition and to the cannula tip with the following results: results showed that the surroundings areas of the separations found on the cannula and the frayed/split/torn condition found on the cannula tip presented evidence of elongations. Elongation is a common characteristic of pieces which were stretched / pulled until separation also evidence of damages were found on the internal surface of the analyzed cannula. Based on the available evidence, it is possible that a stretching/ pulling and the action of an unknown object could have influenced on the separation of the cannula and tip materials. No other anomalies were observed that could have influenced to the reported event. The csi cannula od and ID were measured near to the damaged area and results were found within specification. A review of the manufacturing records revealed that the lot of products met specification prior to release. According to the product IFU if resistance is felt upon insertion of the csi, the user should investigate the cause before continuing. If the cause of the resistance cannot be determined and corrected, the user is instructed to discontinue the procedure and withdraw the csi. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. The reported ¿brite tip/distal tip ¿ separated¿ event was confirmed by visual analysis. In addition, the ¿brite tip/distal tip ¿ frayed/split/torn¿ event was also confirmed by visual and microscopic analysis which revealed evidence of elongation consistent with stretching and pulling. Neither the DHR review nor the product analysis suggests that these separations are related to the manufacturing process. Therefore no corrective and preventive actions will be taken at this time.